Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the tubing observed to be separated from the luer lock. A lack of solvent was noted on the tubing of the tail end. The reported issue was verified. The cause of the reported condition was determined to be due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink set disconnected during priming and a leak was observed from the junction of the male luer and tubing. There was no patient involvement. No additional information is available.